Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the analyzer and identified the failure mode as blocked tubing due to which wash probe number 6 of the cuvette washing station was not delivering the necessary volume of water. The fse replaced the blocked tubing to resolve the issue. All verification checks were within specification. The samples were repeated and higher results were generated. No further erroneous results were generated. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in canada reported false low total bilirubin (tbil) erroneous results generated on their au680, chemistry analyzer. Several tbil results obtained had low or negative values. During the rerun on the same or the second analyzer the results were positive. Low level of quality control was running with higher 5%cv compared with 2%cv on the second system. The erroneous results were not reported outside the laboratory. There was no report of death or serious injury associated with the false low results. The customer provided the repeat results for five patient samples. Patient demographics were not provided.